Manufacturer narrative:
Alleged failure: cracked/peeling insulation at tip of shaft. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, use error, shear pin failure in handle. (Proximal end of device). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised. There was no patient involvement and therefore no adverse consequence.